Manufacturer narrative:
A review of the mfg. Lot build database for the reported lot# 3293926 (mfg. 07/2016) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot build. Device return: two used tego connectors were returned for analysis and investigation. Although requested the involved dialysis mating/access devices were not returned. Engineering testing and analysis to the applicable product specifications was performed. The results recorded one of the tego connectors leaked, failed and the second tego connector passed. Both tego connectors were than disassembled to perform additional analysis of the internal componentry. The results recorded internal damages at the body - seal interface on the tego connector that leaked/failed. This condition could result in internal leakage. The second tego connector recorded no internal component damages/anomalies. Corrective and preventative actions: a detailed analysis of the tego design, materials, manufacturing and inspection processes and equipment was performed. The data and engineering efforts identified the seal/body component anomaly was attributable to the manufacturing /molding operation involving a cavity core pin edge. Corrective actions have been identified, qualified and implemented.

Event description:
Int'l. ((B)(6)) complaint received reporting air in dialysis tubing lines with use of unspecified dialysis tubing set-ups where d1000 tego connectors were in use. The initial information received reports during dialysis sessions, attending clinician removed/replaced tego connectors due to "air and foaming blood in lines". There were no reported adverse patient consequences. This is the mfgers. Follow up report to provide additional information and device return investigation findings.

Manufacturer narrative:
A review of the mfg. Lot build database for the reported lot# 3293926 (mfg. 07/2016) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot build. Device return: (B)(4) used tego connectors were returned for analysis and investigation. Although requested the involved dialysis mating/access devices were not returned. Engineering testing and evaluation is in progress.

Event description:
Int'l. ((B)(6)) complaint received reporting air in dialysis tubing lines with use of unspecified dialysis tubing set-ups where d1000 tego connectors were in use. The initial information received reports during dialysis sessions, attending clinician removed/replaced tego connectors due to ".air and foaming blood in lines". There were no reported adverse patient consequences.